Event description:
At a follow-up exam three days after a vari-lase laser ablation procedure of the right great saphenous vein, a foreign body 3cm in length, presumably a portion of the fiber and sheath were observed via ultrasound, and the patient was asymptomatic. In 2008, the patient was seen for a second follow-up ultrasound exam and remains asymptomatic.

Manufacturer narrative:
Ultrasound images of the foreign body in the patient's leg were evaluated.